Event description:
Possible oversensed atrial beats on episode classified as atrial high rate. Device appears to be currently functioning as programmed. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).